Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the manufacturing that would contribute to this complaint. The product evaluation visual inspection the sleeve was received for investigation; the inside holding pin was missing. The hexagon part on the tip of the sleeve was broken off; the broken off part was missing. No manufacturing related fault could be detected. Placeholder.

Event description:
It was reported that during a procedure patient implanted with uss system at l4-s1 on an unknown date. Patient returned to or for revision surgery and removal of hardware on (B)(6) 2012. Patient developed adjacent level disease at l2-l3, l3-l4. Patient had a solid fusion from l4-s1. Surgeon removed all hardware (6 screws, 6 nuts, 6 collets, and 2 rods). Surgeon revised patient with a new uss dual-opening system at l2-s1. During the revision surgery, while the surgeon was replacing the 1st screw placement at left l4, the hook/screw holder broke due too so much torque. Surgeon then used another screwdriver to seat the screw and the screwdriver broke at the handle. The screwdriver just kept spinning. Surgeon then tried to place a short rod to back out the screw. Surgeon could get the collars to engage with screw. The nut of the collars would not engage with the dual-opening screw. Surgeon used a rod holder to back out the screw. Surgeon was able to replace and seat the screw. During the adjustment of the screw, the other hook/screw holder broke. All broken fragments were retrieved. Surgeon completed the procedure with no further problems, no harm to patient. Removed implants are being returned to the patient, unavailable for return. Part numbers and lot numbers for the removed hardware are unobtainable.

Event description:
This is report 1 of 30 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(4) 2012. No explant date. Placeholder.